Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks due to possible atrial fibrillation (af) with rapid ventricular response (rvr). It was recommended discussed with the clinician. Currently, this crt-d remains in service and no additional adverse patient effects were reported.